Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 27sep2018. The device was evaluated by a philips field service engineer; the battery needed to be removed or replaced. The repair was not approved by the customer at the time of the report. The unit is currently out of service.

Event description:
The customer reported the backup battery required replacement. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 31jan2019. Date rec'd by MFR: 30jan2019. Philips field service engineer (fse) confirmed the battery would not charge and discovered an additional power supply issue. The fse replaced the power supply, power cord and battery. The unit passed all performance tests and was ready to be retuned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.